Manufacturer narrative:
(B)(4). The covidien tech support engineer (tse) troubleshot this issue with the customer over the phone and customer found wet the expiratory neonatal filter. Customer replaced the expiratory filter and the unit passed all testing and operates within the manufacturing specifications. Covidien was not authorized to service the device.

Event description:
Information was received where an 840 ventilator had a severe occlusion alarm while in use on a neonatal patient. The neonatal patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.